Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a bulge in the silicone segment of the tubing shortly after starting the infusion and after the pump alarmed. The tubing was connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer's report of a bulge in the silicone segment was confirmed. Visual inspection of the set showed that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional testing showed no anomalies. The root cause of the balloon/bulge in the silicone segment was identified as an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port.

Event description:
The customer reported a bulge in the silicone segment of the tubing shortly after starting the infusion and after the pump alarmed. The tubing was connected to a patient. There was no patient harm.